Event description:
It was reported by service report that the restraints were worn and need replacing and the retaining post was loose. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Restraint straps.